Event description:
It was reported that during a lar procedure, it was hard to grasp the handle of the device. The doctor fired the device and found that it stapled only partially. Also the tissue was resected. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.